Event description:
The patient is a 73 year male with a history of anemia, stage IV chronic kidney disease, diverticulosis, heart failure, hyperlipidemia, and hypertension, who had a perforated cecum and underwent a right colectomy with ileocolostomy and diverting loop ileostomy in (B)(6) 2025. 10 months later the patient was taken for open ileostomy takedown on (B)(6) 2026 with complex parastomal hernia repair. During the open surgical procedure, the patient presented with several issues including evidence of scar tissue, adhesions and a current peristomal hernia. The surgeons made a circular incision around the stoma to free it from the skin and abdominal wall then mobilized the bowel by detaching from the abdomen and pulling it out slightly to locate two healthy, clear ends of the small intestine. The surgeon noted that the distal ileum was very small (less than 12 mm) and required dilation using a hegar dilator starting at 12 mm and continued to 18 mm in order to fit the magnets (25 mm diameter) within each lumen. The magnets operated as expected, despite limited space for the magnet to form in each bowel segment. The magnets were coupled together to complete a full immediate flow anastomosis. After discharge the patient felt unwell and arrived at the hospital for an evaluation. The evaluation assessed the symptoms that could be related to a leak at the anastomosis and surgeons decided that it was necessary to reoperate on (B)(6) 2026. The operation revealed a leak at the anastomosis but both magnets were still coupled together. A new ileostomy was created. The patient had expected healing progression and recovery post procedure and was subsequently discharged from the hospital.